Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer ¿accidentally¿ administered a 16 unit bolus of insulin, the customer was unclear if they attributed the bolus to use error. The customer's blood glucose (bg) level subsequently decreased to a bg level in the 40s mg/dl. Customer consumed carbohydrates to address bg and paramedics were called. Upon arrival, paramedics monitored the customer as the customer¿s bg level was rising due to the carbohydrates the customer had consumed. Recommendation was made to consult with healthcare provider regarding diabetes management.